Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "blood leaks from the pump body. The rubber that is supposed to cover the inner needle between each tube is no longer effective in preventing leakage. Blood leaked onto the patient's armrest support, onto the hands of the nurse performing the sampling and onto the floor."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "blood leaks from the pump body. The rubber that is supposed to cover the inner needle between each tube is no longer effective in preventing leakage. Blood leaked onto the patient's armrest support, onto the hands of the nurse performing the sampling and onto the floor."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-mar-2022. H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve recovery/leakage with the unknown incident lot was observed. Additionally, customer sample, lot unknown, was evaluated by visual examination and functional testing and the issue of sleeve recovery/leakage was observed. Although the lot number is unknown, 3 representative lot numbers of retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of sleeve recovery/leakage was not observed. Bd was unable to determine the specific lot number associated with this complaint, therefore, a review of the device history record could not be conducted. This complaint has been not confirmed for the indicated failure mode sleeve recover/leakage. Although it can be seen that the sleeve did not fully recover the non-patient needle, it was determined this was due to the non-patient cannula puncturing the blood collection tube at an angle. The blood collection tube needs to be punctured in a straight manner to prevent sleeve side piercing.